Manufacturer narrative:
(B)(4). Batch r5c40t. Investigation summary: the analysis found that one ec60a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst60w cartridge reload was loaded in the device. The cartridge reload was received fully fired. The knife was noted to be advanced into the anvil, thus the device would not open. In addition the knife was noted to be jammed with a clip. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when the surgeon where going to fire the stapler, it was not doable. Unknown if the procedure was delayed or if it was completed successfully. Unknown if any fragments were generated. There were no adverse consequences for the patient.